Event description:
Used djo reverse tsa 1 year prior. A 42 mm glenosphere seemed seated on baseplate. Screw was inserted through glenosphere into baseplate. One year later, glenosphere dissociation. Upon inspecting instrumentation, they make a peripheral reamer to clear bone around the baseplate. However, it only goes to 32 mm. Thus, when a surgeon uses a larger glenosphere than 32 mm, there may not be sufficient peripheral bone removed. This may lead to incomplete seating of the glenosphere morse taper on the base plate. This should be remedied by them either making larger peripheral reamers, not selling glenospheres more than their instruments can prepare (e.g. Not more than 32 mm), or notifying surgeons about this instrumentation issue. Other manufacturers, to my knowledge, make peripheral reamers the same size of their glenospheres.